Event description:
It was reported that the remote home monitoring communicator displayed a red blinking light indicating a potential product performance anomaly with this cardiac resynchronization therapy pacemaker (crt-p). Technical services (ts) assisted the patient with troubleshooting to transmit data from the communicator to the server for review, however, troubleshooting was unsuccessful, and a replacement communicator was shipped to the patient. Ts referred the patient to their physician or clinic for follow up. No adverse patient effects were reported. This device remains in service. The local area sales representative was contacted for additional information. At this time, no further information is available. Should additional information become available this report will be updated.